Event description:
According to the initial information received, an 11mm amplatzer septal occluder (aso) was implanted using tee and fluoroscopic guidance. However, after the aso was released, the tee showed a large residual shunt. The aso was percutaneously retrieved and a 30mm amplatzer cribriform occluder was implanted. No residual shunt was observed and the patient was released in stable condition.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration (sep-2016). According to the event report, the device was not the correct size for the patient's defect and there was no report of malfunction of the device, nor any report of patient injury.